Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received titled, " improved kinematics of total knee replacement following partially navigated modified gap-balancing technique " literature article "improved kinematics of total knee replacement following partially navigated modified gap-balancing technique" (2014) by clemens baier & wolfgang fitz & ben craiovan & armin keshmiri & sebastian winkler & robert springorum & joachim grifka & johannes beckmann published by international orthopaedics doi 10.1007/s00264-013-2140 x was reviewed. The article purpose: to combine the advantages of navigated tka with a modified gap-balancing technique, and to compare and double check bony cuts and the results of the modified technique to conventionally navigated tka. The article reports: all 40 patients received a standard, cemented, cruciate-retaining (cr) condylar prosthesis with fixed platform (pfc sigma). No patella replacements were used. Cement was used although the manufacturer was not disclosed. There were no direct surgical-related complications during the follow-up period. One patient developed a urinary tract infection four days postoperatively, which was successfully treated with antibiotics for five days. Another patient had an ischaemic stroke six weeks postoperatively, with full recovery after neurological treatment. Clinical scores (kss, womac) showed no significant differences preoperatively or at the latest follow-up. All patients improved overall post-operation. Depuy products involved: pfc sigma fixed-bearing. Complications: cerebrovascular accident.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.